Manufacturer narrative:
No unexpected button error alarms, motion sensor test failure alarms, low battery life anomalies or low battery alerts noted during testing. The alarm history could not be verified due to overwritten history file. Unable to verify excessive no delivery alarms and perform no delivery error test due to constant motor error alarms during bolus delivery. The insulin pump passed the displacement, rewind, basic occlusion, prime and off no power tests. The operating currents were within specifications. The insulin pump was received with constant motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had intermittent button response on the esc button due to corroded keypad traces noted. The insulin pump was also received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads and corroded battery tube was noted.

Event description:
It was reported that the insulin pump alarmed motor error, motor position encoder error, motion sensor test failure, unexpected restart and button error. Customer's blood glucose was 133 mg/dl. Troubleshooting was done for motor error. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer declined to continue to do troubleshooting due to they have to do something. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.